Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The seal was not deployed properly during procedure another product was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use were observed. There was no blood on or in the device. The slide lock was dis-engaged and the plunger fully depressed on the delivery device. The anchor and tension spring assembly were loaded inside the delivery tube with the seal extending outside the tube. The following measurements were taken; the inner delivery tube diameter was measured as .197 in. The outer diameter was measured at .2201 in. The length of the delivery tube was measured at 2.50 in.the values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was not confirmed for "fitting problem." Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The seal was not deployed properly during procedure another product was used to complete the procedure. No patient injury was reported.